Event description:
Harmonic scalpel attached to cord. Harmonic unit alarming "relax pressure on blade", then "tighten assembly". Harmonic was disassembled and reattached, harmonic unit was turned off/on while reassembling the harmonic handpiece. Once attached, harmonic unit had same error messages. New handpiece opened, assembled without incident. Diagnosis: laparoscopic roux en y gastric bypass.